Manufacturer narrative:
The customer stated that the measurement cartridge has been changed to fix the issue. They also stated that the lamp and wavelength have been calibrated. The customer reported that repeat testing was also performed on a siemens hematology analyzer to confirm correct results and a corrected report was issued. The cause for the discrepant result is unknown.

Event description:
The customer reported discrepant thb results. There was no report of injury due to this event.

Manufacturer narrative:
The rp500 measurement cartridge was not returned for evaluation by siemens so additional investigations could not be conducted. The data file for the instrument was reviewed by siemens with the following observations: the co-ox diagnostic information indicates that the co-ox slide cell was stable and consistent during the testing period. There were no chronic co-ox related issues across the use life of the cartridge. Thb recovery for aqc values were within range. The instrument was operating as expected.